Event description:
Sales rep reported that the pt was put to sleep under general anesthesia with a laryngeal mask airway(lma) for shoulder arthroscopy. Pt's blood pressure was "normal" before anesthesia. Surgery began with the fms unit set at a pressure of 60mmhg. The fluid being instilled in joint was ringers lactate with 1 amuple of 1:1000 epinephrine in each bag of 3000cc that was hung. Pt bp rose to 245/120. Surgeon experienced bleeding in the joint and had the staff raise the pressure from 60 to 70 and eventually to 90mmhg. Pt condition worsened and anesthesiologist was summoned to assist the crna who was then anesthesia person in the room. Lma was changed to an endotracheal tube in order to achieve better control over the airway management. Surgery was completed with a total of 5 bags (15,000cc of rl and a total of 5cc of 1:1000 epinephrine.) Pt was diagnosed with fluid overload and eventually went into chf (congestive heart failure). The pt was transferred to the hospital form the surgery center was treated with lobetolol for high blood pressure and a diuretic for the fluid. Pt was discharged from the hospital in good condition in 2005 according to the staff at the surgery center. There were no long term effects of the incident reported. Staff states that pump did not malfunction in any way.